Event description:
It was reported the patient had an increased recharge burden. The patient reported he was recharging the ipg for 45 minutes once a week, but had increased the time to 1.5 hours every 3 to 4 days. The patient notified the sjm representative of the removal of the ipg. The physician opted to replace the ipg with a competitor's ipg. The patient reported the lead remained implanted. The explant date of the ipg was unknown.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.